Event description:
Following deployment of the trunk-ipsilateral component of the excluder bifurcated endoprosthesis (ebe), cannulation of the contralateral leg hole began. During this process, the vascular access conduit clamp opened, and sheath access was lost. This led to excessive blood loss. The patient received a transfusion as well as blood return via cell saver. Ebe placement was completed successfully. This event was related to vascular access only.